Manufacturer narrative:
(B)(4). Per the field service representative (fsr) the occluder head as working properly when on a section of the tubing that was worn. When the tubing was moved to a section that was not worn, the occluder would not fully occlude. The issue was still present when the fsr tried a different occluder head. Per the perfusionist the tubing is normally warmed up before calibrating the occluder head due to extreme temperature setting of 55 degrees farenheit that is maintained in the operating room. The fsr warmed up the tubing and no further issues were observed. The unit operated to manufacturer's specifications. The suspect part is being returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, a clinical simulation/training, the occluder was not fully occluding on the newly installed system 1 base. The occluder worked to specifications that would be seen in a clinical situation. There was no patient involvement.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative (fsr), no part will be returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.